Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, there was breakage of the white plastic needle over the helical passer. The procedure was successfully completed using another like device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 08/10/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.